Event description:
On or around 3/11/95, pt slipped at work on ice and fell on a trash can. Pt contacted surgeon, x-ray were taken indicating a broken femoral component. Revision surgery was scheduled and performed on 5/17/95.